Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 07/29/2020 investigation conclusion the customer reported that tubing had a hole and was leaking during priming. Received were the following samples- 1)used primary set model 2420-0500 with package lot 20015803, and 2)approximately 1/2 full non-bd (baxter) 100ml infusion bag nacl 0.9% lot p399824 exp may21. The samples were received attached to each other: set's drip chamber spike to infusion bag. The set package was observed to have been ripped open at the area near the bottom of the package. This produced uneven holes on both sides of the package. The holes were just enough for the bundled set to have been able to be removed from the package. Brownish colored fluid was observed within the infusion bag and throughout the set. The as-received set sample was visually inspected for kinks, holes/tears in the tubing, or damages to the components. Gauze tape was observed to be wrapped around the tubing area approximately 18 inches above the lower smartsite port. No obvious issue was observed. Functional testing was performed on the as-received samples by hanging the infusion bag in an attempt to reprime. It was immediately observed that fluid was leaking out from the top of the affixed gauze tape. The gauze tape was manually removed. It was observed that the fluid was leaking from a cut along the tubing p/n tc10012940. Further visual inspection under magnification observed the tubing leak area's outer wall looked to have been shaved off causing a concave depression along the tubing. One side of the observed concave depression had a crescent shaped cut which meant the damage reached part of the tubing area's inner wall. The cut was measured as approximately 0.08 inches in length. Further inspection around the damaged area observed no issue. The roller clamp component along the tubing was inspected. No sharp edges were observed along the component. The roller clamp was also applied along the tubing. No damage was observed to the tubing. Equipment used (inspection and measurement performed on 17sep2020) - ram optical instrumentation/eq08204/calibration due date 05feb2021 the device history record for model 2420-0500 lot 20015803 shows the set was manufactured on (B)(6) 2020 with a total of 34,563 units built. There were no quality notifications issued during the production build of this set. It is unknown how the tubing damage occurred. The root cause of the damage was unable to be identified. Bd manufacturing was made aware. There is a corrective action (CAPA 723603) to address leak by damaged tubing. The CAPA was closed in mitigating this defect and will continue to be monitored for an increase in frequency.

Event description:
It was reported that the as lvp 20d dehp 2ss cv had a hole in it and leaked IV iron while priming the line. The following information was provided by the initial reporter: "bd alaris pump infusion set had a hole and was leaking IV iron on priming." "Level of harm: no effect - did not reach patient - detected before use or does not touch person during use" "this occurred during priming, so no adverse event.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the as lvp 20d dehp 2ss cv had a hole in it and leaked IV iron while priming the line. The following information was provided by the initial reporter: "bd alaris pump infusion set had a hole and was leaking IV iron on priming." "Level of harm: no effect - did not reach patient - detected before use or does not touch person during use." "This occurred during priming, so no adverse event."